Event description:
It was reported that: shortly after placing pt on the ventilator in simv mode, apnea alarms were heard. The hospital respiratory therapist saw that the pt's chest was not moving and noticed that the unit was in the stand-by mode. The pt was ambu bagged and placed on another ventilator. It was reported that there was no pt injury. Reported problem could not be duplicated.